Event description:
The report we received via the complex study indicated that the physician experienced difficulty placing the first coil in a 4x3x3mm large acom aneurysm which had a broad base of approximately 2.5mm. Additional information received on april 21, 2005 indicated that during insertion of this first coil using a remodeling technique, there was a perforation of the aneurysm. A moderate re-bleeding occurred, but was sealed by using a balloon (for neck protection) and an additional coil. The patient suffered transient left-sided hemiparesis but has recovered. The physician stated that the use of the remodeling technique likely influenced the event as it reduces the flexibility of the microcatheter, inhibiting its movement. It was stated that the size of the coil was completely accurate for the aneurysm being coiled. Based on the additional information received, this file has been deemed reportable. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.